Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as burn mark. The patient reported a gel leak caused irritation. There was no indication patient sought medical attention. Follow up indicated that the skin irritation improved.